Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the patient was weighed and calculated to receive 1899.24 mg. The label on the "ip" read 200ml total volume, however the infusion process required an extra 30 ml to get all ip out of the bag and tubing, equating to a 15.5% discrepancy. There was patient involvement but no harm.

Event description:
It was reported that the patient was weighed and calculated to receive 1899.24 mg. The label on the "ip" read 200ml total volume, however the infusion process required an extra 30 ml to get all ip out of the bag and tubing, equating to a 15.5% discrepancy. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Additional information : device available for evaluated, returned to manufacturer on, device return to manufacturer, device evaluated by manufacturer?, if other specify, imdrf annex a, b, c, g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the patient was weighed and calculated to receive 1899.24 mg. The label on the "ip" read 200ml total volume, however the infusion process required an extra 30 ml to get all ip out of the bag and tubing, equating to a 15.5% discrepancy. There was patient involvement but no harm.